Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During vertebroplasty, cement set too quickly, was mixed for 45 seconds and was too viscous. Would not flow out of the glass vial.

Manufacturer narrative:
(B)(4). Visual examination found a small portion of cement had become hardened at the bottom of the mixing bowl. Solidified cement was also found at the very tip of the t-handle shaft. Approximately 5cc of the cement remained hardened inside the glass cement reservoir. No other anomalies were detected during evaluation. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. The root cause for the confidence cement setting too quickly cannot be positively determined. However, a possible root cause may be due to the environment of the storage location or use of the cement. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.